Event description:
The device could not be interrogated. In 2009, the device performed a successful check. The patient has been receiving radiation therapy on the right chest wall. The device was in a backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event of no communication was confirmed. The device was confirmed to be in backup vvi reset mode. The device memory was cleared and tested on the automated electrical system. All device functions were found to be normal. The cause of the software reset is believed to be related to the radiation therapy the patient received.